Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 360 mg/dl, 20 mmol/l between 5 and 24 hours of wearing the pod. The reporter stated the cannula was not properly inserted and there was a smell of insulin. Upon removal of the pod from the abdomen, the skin was wet, and the cannula was found to be bent. On september 21, 2025, the diabetic team was contacted by phone, and the nurse suggested the patient take pen injections since the bg level was high and ketones were 1.3. As treatment, a new pod was applied.